Event description:
It was rpeorted that during a pta procedure, the balloon ruptured circumferentially, and the tip fractured in the right groin and was lost either subcutaneous or at the arterial entry site. Subsequent test results indicated that a small fragment of the balloon was located between the skin and the artery. Pt status is listed as "okay".